Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise. It was noted that the noise was not reproducible in clinic with isometrics. No device intervention was reported but programming changes were discussed. No patient symptoms were reported.